Event description:
It was reported by the customer that before use, the cs300 intra-aortic balloon pump (iabp) will not autofill. There was no patient attached to the unit and there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and during testing, the stm found that the purge valve was not functioning properly. Removed and replaced purge assy as per manual requirements. Unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by the customer that before use, the cs300 intra-aortic balloon pump (iabp) will not autofill. There was no patient attached to the unit and there was no adverse event reported.